Event description:
It was reported that issues with telemetry rf and connecting with transmitter were observed. It was suggested to try the cybersecurity upgrade or firmware upgrade to fix the issue. No other information was provided. No patient symptoms were reported.